Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation with a ez steer¿ nav bi-directional electrophysiology catheter and the patient experienced pericardial effusion that required pericardiocentesis and medication. During an svt case, a pericardial effusion was noticed in the patient. After the physician had gone transseptal with a brk needle, the 4mm navistar¿ bi-directional catheter was then advanced into the left atrium. They had been mapping for about 30 seconds, when it was noticed that the patient's blood pressure was "increasing." The patient's sinus rate was "increasing" as well on the carto¿ 3 and recording system. The physician did try a different access point when attempting to gain transseptal access, prior to crossing the septum. The pericardial effusion was confirmed via echo (echocardiography), and the pericardial effusion was confirmed and located behind the left atrium. The medical intervention provided was a pericardiocentesis/medication, and it is unknown how much fluid was removed. Protamine and atropine was administered to the patient. The patient was reported to be stable. Physician believes perforation through the heart could have occurred during transeptal with brk needle but is unsure. The patient received extended hospitalization/monitorization after the case. The outcome was improved and the patient received the necessary treatment and recovered. Procedural act (activated clotting time) was unknown. One catheter exchange was performed. Only one transeptal puncture site was done. However, the doctor thinks a second site could have accidentally been punctured with the brk needle. No ablations were performed during this procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31583033m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).